Manufacturer narrative:
The failure for untended activation/weird motion was confirmed by the repair technician through functional evaluation, disassembly and visual inspection. Through visual inspection, the technician confirmed the motor assembly was corroded. This corrosion may cause the reported event as it limits the design properties of the device.

Event description:
It was reported that during testing at the user facility the device was vibrating while in safe mode. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.

Event description:
It was reported that during testing at the user facility the device was vibrating while in safe mode. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.